Event description:
It was reported that the user experienced intermittent sensor signal loss with a dexcom g7 integrated with the ilet, with multiple prior sensor replacements reported, and was advised to keep the sensor and ilet within approximately 15 feet to maintain connection. Symptoms included transient loss of glucose readings on the ilet. Outcomes included temporary interruption of continuous glucose monitoring data without hospitalization or medical intervention.

Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed that environmental or proximity-related factors can lead to intermittent connectivity issues between the sensor and the ilet. It was concluded that the event was a brief sensor communication issue, and device use was continued after counseling on optimal device positioning and distance.